Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device was not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer wore the pump and the transmitter on opposite sides of the body. The customer's blood glucose level was below 40 mg/dl. The customer consumed carbohydrates to address their bg level.